Event description:
It was reported that following a lightning storm, the transmitters power adapter exhibited burn marks and was damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).